Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed evidence of a power issue. Moisture was observed behind the display lens. No battery compartment damage was observed. No damage or moisture was observed to the battery compartment. Leak testing found no battery compartment leak. Leak testing revealed a pump case crack and leak. The returned battery cap top was worn and was able to secure properly to the pump. The cap¿s contact dimensions were within specification. Moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-behind display lens) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.